Manufacturer narrative:
The product was discarded, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was difficulty inserting this delivery catheter system (dcs) into the 20 french introducer sheath. The system did not advance smoothly around the aortic arch. The dcs and valve were withdrawn and subsequently an aortic dissection occurred which required rescue steering via a covered tevar (thoracic endovascular aortic repair) stented graft. A new delivery catheter system (dcs) was used and successfully implanted the second valve. No additional adverse patient effects were reported.